Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance and high pacing threshold. There were no associated symptoms. Upon initial opening of the pocket for rv lead extraction, the right atrial lead was visibly pulled back so the lead was explanted. During the procedure, the rv lead caused perforation and the patient went pulseless electrical activity. A thoracotomy was performed. The device was also explanted. The patient was in guarded condition post procedure.

Manufacturer narrative:
A partial lead with the distal portion measuring 24.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.